Event description:
The stoma site is red, sore, swollen and leaking. The site is regularly cleaned with saline, an over-the-counter ointment, and is "waterproofed" with petroleum jelly. Treatment was initiated, and improvement noted. One pt involved.